Manufacturer narrative:
Findings: unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads and peeling end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the retainer ring was missing from the insulin pump and the customer had trouble inserting the reservoir. Blood glucose value was 9.7 mmol/l. Troubleshooting was not performed. The insulin pump will be replaced and returned for analysis.